Event description:
It was reported that on (B)(6) 2018 a surgical intervention took place to replace a right ventricular lead that was confirmed through chest x ray to be dislodged with a measurement of threshold > 5.0 @ 1.0ms. The dislodged lead was originally placed on (B)(6) 2018. The replacement lead was placed successfully on the same day with all lead measurements tested and within normal range. No patient harm or adverse effects were reported.